Event description:
It was reported by service report that one of the caster horns would not pivot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval codes: caster horn.